Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device would not drive the disposable handpieces well and was very sluggish and bogging down. The procedure was able to be completed with the same motor drive unit with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.